Event description:
Post femoral cath, perclose device used for closure. Femoral site had been within normal limits until patient was in the bathroom and began to bleed. Manual pressure held with good result.